Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) /2015 the reporter contacted animas alleging the patient's blood glucose was 601 mg/dl with moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump;s settings were not recently changed. During troubleshooting, it was determined the loss of prime issue was due to a use error; there was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.